Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering because their blood glucose level rise from 93 mg/dl to 178 mg/dl within 20 minutes and the insulin pump did not recommend a bolus so they puts fake carbs in to adjust it and it happens all the time. Customer¿s blood glucose level at time of incident was 225 mg/dl. Customer feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had contacted their health care professional regarding the high blood glucose. Customer declined to performed displacement test. The device will not be returned for analysis.